Manufacturer narrative:
Follow-up #1: date of submission 08/28/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump booted to the verify screen with audible and vibratory features. The black box showed that the pump was manually suspended on (B)(6) 2015 08:17. A manual time changes was made on (B)(6) 2015 from 08:17 to 08:30. The pump was manually resumed at 09:03. On (B)(6) 2015 09:34 an unexplained loss of prime occurred; deliveries resumed at 10:16. The pump was exercised for 24hrs with no errors, alarms or warnings. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The original complaint could not be duplicated or confirmed.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 568 mg/dl with large ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and received phone advice from their healthcare provider regarding treatment and self-treated with insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. It was also revealed that the patient¿s basal/temp basal settings were incorrectly programmed into the pump. Cts determined that an issue with the quality of insulin contributed to the bg excursion and referred the patient to their healthcare provider for diabetes management. It was also determined that the basal/temp basal settings being incorrectly programmed contributed. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.